Manufacturer narrative:
G4: 16mar2020. B4: 17mar2020. The manufacturer¿s field service engineer (fse) remotely could not duplicate the error messages but advised to replace the power management board to address the issue. The customer went into service mode and checked for the 35volt but unit showed 0 volt. Customer reported the power management board has been installed and resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported ventilator showed a 35 v supply failure when first turned on. The unit would not turn off unless the battery was unplugged. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse advised the customer to replace the power management board to address the problem. The customer reported that the power management board replacement resolved the reported issue.